Event description:
It was reported that on literature review "arthroscopic iliac crest bone allograft combined with subscapularis upper-third tenodesis shows a low recurrence rate in the treatment of recurrent anterior shoulder instability associated with critical bone loss", 19 patients had a external rotation after the surgery using an endobutton and an ultra tape. It is unknown how the condition was treated. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Doi https://doi.org/10.1016/j.arthro.2020.11.037 paper: russo, r., maiotti, m., cozzolino, a., della rotonda, g., guastafierro, a., massoni, c., & viglione, s. (2021). Arthroscopic iliac crest bone allograft combined with subscapularis upper-third tenodesis shows a low recurrence rate in the treatment of recurrent anterior shoulder instability associated with critical bone loss. Arthroscopy: the journal of arthroscopic & related surgery, 37(3), 824-833.